Event description:
(B)(6) 2022 rv defib lead impedance 133 ohms. (B)(6) 2022 svc defib lead impedance >200 ohms. Svc lead impedance warning on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).